Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: date: 04/25/2011; inratio: 4.5; doctor's poc: 3.1. (22 mins between tests). Caller wasn¿t exactly sure what the doctor's meter reading was or the type of meter.